Event description:
It was reported to globus that a pt was experiencing pain (radiculopathy, myelopathy) after surgery which took place (B)(6) 2013. Surgeon decided to remove secure c and replace with different product. It was reported there was no issue with the implant. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal,state an operating procedures. The endplates were evaluated after cleaning and showed a highly polished bearing surface with no evidence of damage. Dimensional specifications were measured and found to be within tolerance. The bony apposition side of the endplates showed no damage except for a scratch on the superior endplate which may have occurred during removal. It was stated there was no issue with the implant and no damage to the implant prior to removal. Please be advised the secure-c implant is comprised of two parts, i.e., part number 714.306s secure-c endplate assembly, and part number 414.308s secure-c core. These two parts combined make up the secure c implant. Second device: brand name: secure-c core 14x16, 8mm assembly; common device name: secure-c core 14x16, 8mm assembly. Model# 414.308s, lot# gbn222fh. Upon eval of the core, the anterior portion of the non-bearing surface was torn in multiple locations. Dimensional specs were not determinable due to damage tot he core. The tearing characteristics are consistent with damage patterns observed with the use of surgical instrument. It was stated in the explant device document the surgeon used a pituitary to remove the core causing damage. Core bearing surfaces showed mild polished appearance on the spherical bearing surface indicating articulatio of the bearing surfaces. The inferior aspects of the core showed scratch marks that could have occurred during implant removal. The recess features on the inferior part of the core showed deformation which could also be the result of the implant retrieval process. It was stated there was no issue with the implant and no damage to implant prior to removal.